Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, the customer's originally reported issue inability to pair foot switch with laser console was not confirmed; when the footswitch was tested per the technical guide, the footswitch paired with a laser console on the first attempt and remained paired throughout the inspection. In addition, a visual inspection was performed; no cracks, dents or other abnormalities were found. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that their soltive foot pedal device would not pair with the laser console as expected. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer. Fields updated: b5, h10.

Event description:
Additional information was later received from the customer regarding the subject event. The failure reportedly happened during the procedure, and it resulted in no patient injury. The procedure was completed successfully and uneventfully.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The probable cause of the footswitch unable to pair with the console could not be determined. The footswitch was returned to olympus, a physical evaluation and functional test was performed as a part of the inspection process. There were no physical abnormalities or pairing issues discovered. Moreover, footswitch device history review(s) DHR(s) were reviewed and there were no discernible nonconformance reports (ncrs), scrap, or recorded process deviations related to the user request. Per soltive laser system instructions for use (IFU): "the wireless footswitch included with the soltive laser system will arrive pre-paired with the laser system. Before use, insert batteries following the instructions in changing the wireless footswitch batteries on page 56. After inserting the batteries, please proceed to wireless pedal confirmation. Pair the wireless footswitch if wireless footswitch operation fails." Olympus will continue to monitor field performance for this device.